Event description:
During an interventional cardiac catheterization, a bmw interventional wire lot #7112191 wound itself tightly upon the ivus catheter after ivus was inserted into the rca vessel. Wire and catheter were removed promptly. After removal, tip of wire broke off and was saved for reps to take back to company along with ivus catheter. Potential for injury strong as the wire would have broken off inside the vessel, it could have traveled anywhere in the arterial system. Most likely downstream. Snaring of the wire piece could have been difficult as it was when inserting the wire-post stenting and ballooning.